Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. The patient¿s mother stated the patient experienced a skin reaction on (B)(6) 2020. There was a small bump at the arm insertion site, which was pus-filled, sore, and inflamed. Medical assistance was sought, and the patient was treated with antibiotics. At the time of report, the patient was in stable condition. No additional patient or event information is available.